Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging pneumonia,shortness of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged woke up catching his breath so he ended up in ER and found he had pneumonia. Patient also reported that he stopped using this device when he started having shortness of breath. The reported event of pneumonia,shortness of breath and its reported severity was reviewed by the manufacturer's clinical expert. These events are assessed as serious but not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b1, b2 has changed related to the complaint changing from the product problem to reported adverse event. Section h1 has changed to reflect a serious injury. Section h6 health effect-impact code, type of investigation, investigation findings and investigation conclusions have been updated.